Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital feeling lethargic and experiencing near syncopal-like episodes. Review of the system indicated there was loss of capture and high pacing threshold measurement on the right ventricular (rv) channel. The physician suspected a micro-dislodgement and surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.